Manufacturer narrative:
Concomitant medical product: 419688 lead, date of implant: (B)(6) 2009; 407652 lead, date of implant: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace during in-office pacing threshold testing and that the pacing rate was below the programmed lower rate. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.